Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier (mlca) instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of instrument grips severely bent. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clip. The procedure was completed as planned with no reported injury. Intuitive surgical (isi) followed up with the initial reporter and obtained the following additional information: the clip applier passed engagement and retained the clip, but was unable to clamp and apply the clip.